Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens and the haptic bent. No patient contact or injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the lens haptic was bent and the same haptic was torn off. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product. A specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.